Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst and walled-off necrosis during a drainage procedure performed on (B)(6) 2024. During the procedure, the stent's second flange was unable to open. The stent was removed, and the procedure was completed using a 10mm axios stent. There were no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Block h11: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was received fully deployed and expanded. Visual inspection was performed, and no problems were noted with the stent and delivery system. Product analysis did not confirm the reported event of stent failure to expand. There is no indication on the reported event because the stent was received fully expanded. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst and walled-off necrosis during a drainage procedure performed on (B)(6) 2024. During the procedure, the stent's second flange was unable to open. The stent was removed, and the procedure was completed using a 10 mm axios stent. There were no patient complications reported as a result of this event. Note: no further information has been obtained despite good faith efforts.